Manufacturer narrative:
Analysis of the catheter noted that upon receipt, the sc connector portion had a crack in the material of the white silicone boot. There was also a small portion of the distal catheter that had been attached to the distal side of the pin connector. There was no obvious evidence that a toll had been used on the white silicone boot. Laboratory engineers noted that it was unknown how this crack occurred; it may have been present when the sc connector was packaged, or it may have occurred during the attempted implant. It was noted the catheter sc connector findings appeared to be a material failure.

Event description:
It was reported that the pump cath connector cover broke therefore another connector was used. No patient injuries were associated. It was unknown was drug this device system was used to deliver.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.